Manufacturer narrative:
The lead is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited decreased r-wave measurements and the patient also experienced unexplained syncopal episodes. The cause of syncope was not determined. An invasive procedure was performed. The lead was explanted and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the lead was returned in two segments severed 14.5 centimeters (cm) from the is-1 pin. Setscrew marks were noted on all terminal connectors in the correct locations and the extracting stylet wsa stuck in the distal segment. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.